Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? Was the fistula noted intraoperatively or postoperatively? If postoperative, how many days? How was the fistula addressed? Was the medical bag planned? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that an unknown procedure was performed and the patient experienced a fistula. Consequence for the patient was a medical bag for his entire life. The customer reported that it was a complicated medical case.